Manufacturer narrative:
On december 2, 2021, mentor received additional information indicating that it was on the right breast that the patient suffered the implant rupture and capsular contracture. In addition, the patient was also diagnosed with left implant drift with lateralization of the pocket and nipple areolar ptosis. As a result, the patient underwent right partial capsulectomy and capsulotomy, left pocket revision with capsulorrhaphy, mastopexy, and scar revision. The implants were also removed and replaced with the following: (left) 500cc mentor memorygel breast implant catalog: 3505004bc lot: 9579280 sn: (B)(6) and (right) 450cc mentor memorygel breast implant catalog: 3504504bc lot: 9556189 sn: (B)(6). On december 14, 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. This medwatch form is for the right breast prosthesis. Complications on the left breast/implant will be reported under mrn: (B)(4)

Manufacturer narrative:
On (B)(6) 2022, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection. Visual analysis of the returned sample revealed that the smooth hpg, 500cc breast implant was found to be ruptured. As the authorization form for examination was not received the product evaluation lab couldn´t identify a conclusion due to the specific nature of this rupture. The evaluation was limited to non-destructive testing. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following things may cause the implant to rupture: damage by surgical instruments; stressing the implant during implantation and weakening it; folding or wrinkling of the implant shell; excessive force to the chest (e.g. During closed capsulotomy); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. For left lot 7552105: a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturing date: feb/18/2018. Expiration date: feb/15/2023. For right lot 7372244: a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturing date: aug/29/2016. Expiration date: aug/28/2021. Reason for device explant and/or reoperation: material rupture, capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient, who's undergone breast prosthesis implantation surgery with a (left) 450cc mentor memorygel breast implant and a (right) 500cc mentor memorygel breast implant, suffered breast implant rupture and breast capsular contracture (baker grade unknown), on an unspecified breast. As a result, the patient underwent implant explantation surgery on (B)(6) 2021. Since it was not specified which breast had the complications, both the left and right implant's information will be provided.